Event description:
As a result of baxter's urgent device correction notification dated november 2, 2004, rec'd pt reply form back with comments from pt. Pt reported "I have received 3 of 4 shocks for my machine...". This was during apd treatment.

Manufacturer narrative:
Customer sample scheduled for pickup from pt's home. Pt left services of baxter on december 10th. The pt and family received baxter's urgent device correction letter dated november 2, 2004 regarding reports of pt's receiving a shock when using the homechoice devices. The letter states, "while the likelihood of the type of event occurring is remote, it does present a potential risk to health due to shock. If you experience any difficulty turning your device on or off or if you notice that the power switch is loose, please immediately unplug the unit and contact baxter global technical service (bgts) at 1-800-553-6898, option 1, for immediate assistance."